Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4).

Event description:
It was reported that a stent damaged occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery (lad). Pre-dilatation was performed using an unspecified balloon catheter. A 12 x 3.00 promus premier¿ stent was selected to treat but was unable to cross the lesion. The lesion was dilated again but still the device was unable to cross the lesion. The physician then used a non- bsc guide catheter extension but the distal tip of the stent got caught at the exit port of the guide catheter extension thus the distal stent was deformed. The device was completed with another of the same device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Device evaluated by MFR.; a visual examination of the crimped stent found the stent was damaged. The stent struts at the distal end of the stent were deformed and lifted upwards from the stent profile. The bumper tip of the device showed signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink in the shaft at the distal edge of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damaged occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery (lad). Pre-dilatation was performed using an unspecified balloon catheter. A 12 x 3.00 promus premier¿ stent was selected to treat but was unable to cross the lesion. The lesion was dilated again but still the device was unable to cross the lesion. The physician then used a non- bsc guide catheter extension but the distal tip of the stent got caught at the exit port of the guide catheter extension thus the distal stent was deformed. The device was completed with another of the same device. No patient complications were reported and the patients' status is good.